Event description:
It was reported that the patient implantable pulse generator (pacemaker) was suspected to have premature battery depletion as a high battery consumption was noticed. Technical services (ts) reviewed the case and noticed an increase in atrial tachy response (atr) and atrial flbrillatlon episodes due to atrial lead nolse/oversenslng. In addition, ts noticed a high out-of-range atrlal pacing impedance spike over 3000 ohms that cause a lead safety switch. The device's data analysis indicates the pacemaker is depleting normally, and the power consumption is related to persistent sensing of high atrial rates. Further information was received indicating this ra lead was troubleshooted and normal function was noticed, no integrity issues were found. This ra lead was programmed back to bipolar, and the patient will continue to be monitored. This ra lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).